Manufacturer narrative:
B3: date of event is estimated. The return reason for the service needed is confirmed since zeolite is found contaminated, which is possibly caused when it absorbs the moisture.

Event description:
It was reported that the patient's device had shut down and their oxygen levels decreased. As a result, the patient called 911. Paramedics assisted and were able to stabilize the patient. Patient stated they did not need to get hospitalized. Patient did have a backup oxygen tank at the time, but that was not working. Patient has since received their replacement device and is doing fine now.